Event description:
Patient stated that he has suffered numbness in his right hand.

Manufacturer narrative:
The nerve injury was caused by insertion of the needle which is a part of the vasonova power injectable PICC line insertion kit. The needle is made by martech (super sharp, 21gx2-3/4in, echogenic tip, green, ns).